Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -8.25 percent. There was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. Accuracy was found to be accurate. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.